Event description:
It was reported that a pt underwent a lesion excision procedure of a right ear nerve tumor in 2009. At approx 19 days later, the pt had an infection. The pt was treatment with latamoxef sodium & norvancomycin.

Manufacturer narrative:
Date sent to the FDA: 09/01/2009. Conclusion code: a rep sample product from the lot number of the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental form. This is one of two medwatches being submitted, as two devices were involved in this event. See also medwatch 2210968-2009-00988. The same pt is represented in each medwatch.